Event description:
It was reported that the device tip broke and was removed. During a procedure using this v-14 control wire, the tip of the wire broke in the dorsalis pedis artery. The procedure was able to be completed with this device, and the broken tip was able to be removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual inspection of the guidewire was performed, and it was observed that the distal tip was detached, and the polymer jacket was peeled. The reported guidewire fracture was confirmed.

Event description:
It was reported that the device tip broke and was removed. During a procedure using this v-14 control wire, the tip of the wire broke in the dorsalis pedis artery. The procedure was able to be completed with this device, and the broken tip was able to be removed. There were no patient complications as a result of this event.